Event description:
This is report 7 of 14 for (B)(4). It was reported by the sales rep that postoperatively to an unknown surgery performed on an unknown date, the patient had a removal of hardware procedure on (B)(6) 2022 due to non union and infection. According to the report, the patient was non-compliant that he would scratch the surgical site regularly causing the infection. It was further reported that the implants were removed and an ex fix was placed. The status of the patient post-removal of all hardware was unknown. No additional information was provided. This report is for one (1) unk - screws: 2.7 mm va locking device. This complaint involves 14 devices.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.